Manufacturer narrative:
Concomitant products: 5076-45, implanted: (B)(6) 2010.

Event description:
It was reported that the left ventricular (lv) lead dislodged in the vein and resulted in high threshold and no capture. It was reported that the right atrial (ra) lead dislodged and resulted in undersensing/no sensing and overpacing. As a result, the cardiac resynchronization therapy defibrillator (crt-d) reached premature battery depletion. The device, lv lead and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.